Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and enviornmental chamber testing without duplicating the report. An internal inspection found no discrepancies. The customer received a replacement device. The electrode pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.